Event description:
A cartridge change error was reported with the pump. There was no reported impact to the customer's blood glucose level beyond normal range. The customer was instructed to inspect and clean the affected areas, replace the cartridge, and successfully completed the load process to resume insulin. Technical support advised monitoring the system, and no cartridge replacements were required.